Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for treatment, it was hard to remove the release paper of 4 opsite flexifix gentle 5cm x 5m and the silicone adhesive seemed to be almost melted. The treatment was completed with a competitor's tape (unknown product). There was no significant delay. Patient was not harmed.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.